Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced elevated blood glucose associated with an infusion set and cartridge change while using a steel 6 mm contact/detach infusion set, and customer care guided the user through a rewind, cartridge replacement, tubing fill, new infusion set application, and cannula fill, after which insulin therapy was resumed. Symptoms included stress. Outcomes included no alerts above threshold durations, no use of backup therapy, no ketone testing, the pt received assistance from their spouse but required no professional medical intervention, and no hospitalization. Investigation included troubleshooting and education performed by customer care during the call. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.